Manufacturer narrative:
The device was not returned to resmed for evaluation. The astral device was returned to a resmed distributor's internal service center for evaluation. Resmed has attempted to make contact with the customer for further information regarding the device evaluation, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm and restarted unexpectedly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed for evaluation. An extensive engineering investigation was performed on the available information. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported fault was possibly caused by a depleted internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).